Event description:
Patient reported that after swimming with the infusion device, the infusion device "gave a beep, "there was water in the display, and the up button was damaged. No physiological effects were reported. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.